Manufacturer narrative:
Internal complaint reference: (B)(4). Xing xiaowei, & guo xiang. (2019). New proximal femoral nail in the treatment of elderly intertrochanteric fractures complicated with osteoporosis. Collection, 9. Doi: 10.13429/j.cnki.cjcr.2019.09.013.

Event description:
It was reported that on literature review "new proximal femoral intramedullary nail for the treatment of intertrochanteric fracture with osteoporosis in the elderly", 1 patient with osteoporosis who underwent primary implantation of a trigen intertan nail to treat a femoral intertrochanteric fracture experienced a screw cut out through the femoral head. Specific details on how was this complication treated/resolved are unknown at this time. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique the contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.